Event description:
It was reported that the device was replaced due to normal battery depletion. It was returned for disposal only.

Manufacturer narrative:
(B) (4): final device analysis revealed a reliability non-conformance. The #0 and #2 feedthrough wires were lifted from the hybrid pad. Broken welds at bond wire pads-lifted bond wires.